Manufacturer narrative:
The stem was removed, approx 5mm was resected off the femoral neck, and a cemented stem was inserted. An evaluation of the product could not be performed since no product was returned. A review of the mfg records was performed and found no discrepancies. Potentially discrepant leg length is a known complication of hip arthroplasty. The IFU for this product states: "intraoperative and early postoperative complications can include: undesirable shortening or lengthening of the limb." This is the final report.

Event description:
Revision surgery due to pt's leg being too long.